Manufacturer narrative:
Final analysis found the device was not able to deliver hv shocks. After temperature cycled, the device was retested and hv shock was delivered normally. The cause of the output anomaly was undetermined.

Event description:
This report is to advise of an event observed during analysis.